Manufacturer narrative:
This report is submitted on 06 january 2020.

Event description:
It was reported the patient was treated with antibiotics.

Manufacturer narrative:
This report is submitted on 23 october 2019.

Event description:
It was reported that the patient experienced pain, discomfort, and a yeast infection at incision site with use of the external device (date not reported). Clinical management is ongoing.